Manufacturer narrative:
Per (B)(4) - final report. Additional information, including operative notes, x-rays and patient medical history, has been communicated in order to progress with the investigation of this event. The appropriate device details have been identified. The devices were manufactured between dec 2021 and feb 2022, according to specifications at the time of manufacture. As the fracture was preceded by a trauma (fall of the patient), no further investigation can be conducted, and the root cause of the reported fracture is considered as external. Therefore, this case is now considered closed. Nb/ this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity and meije duo revision after approximatively 1 week due to a peri prosthetic fracture of the hip, following a fall of the patient. Please note: the reported meije duo stem is not cleared for sale or distribution in the USA and this event occured outside of the USA.

Manufacturer narrative:
(B)(4) - initial report: additional information, including operative notes, x-rays and patient medical history, have been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Nb/ this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / meije duo revision after approximatively 1 week due to a peri prosthetic fracture following a fall of the patient. Please note: the reported meije duo stem is not cleared for sale or distribution in the USA and this event occured outside of the USA.